Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart. The customer's blood glucose level was 103mg/dl. The customer's alarm history contained unexpected restart and external ram crc error alarms. The customer was advised to revert to back up plan and that the device would have to be replaced.